Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed and atrial lead capturing the right ventricle. Fluoroscopy was performed and revealed atrial lead dislodgement. The physician elected to explant and replace the atrial lead. The patient condition was stable.